Event description:
During a total laparoscopic hysterectomy, the physician could not activate the ultrasound output from the start. When the physician attempted to grasp the tissue and to activate several times, the probe broke and the distal ends fell off inside the pt's body. The procedure was completed as scheduled. The broken piece of the probe was taken out. The physician confirmed that there was not fragment inside the body by x-ray. There was no pt harm reported.

Manufacturer narrative:
The subject devices were not returned to olympus. However, based on cases with the same model, the probe presumably broke since the probe was damaged because the physician activated ultrasound output while the probe was in contact with metal such as a clip, and besides the physician continued to use the damaged device, the probe was cracked. If add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.